Event description:
Customer reported that t:slim x2 pump battery would not charge, and pump screen was dark and unresponsive. There was no adverse impact to customer's blood glucose level. Cts instructed customer to ensure pump was not connected to power, attempt a button reset, and use a functioning power source and tandem charging equipment to charge pump. Reportedly, customer reverted to manual injections for insulin therapy.